Event description:
Report received of bolus of pitocin from retrograde of pump IV line into gravity line. Pt admitted for labor was ordered to receive pitocin drip. Gravity blood set was in place (hung at 0130), infusing d5lr 1000cc at 150cc/hr. Lr 500cc w/10u pitocin was hung via pump tubing and piggybacked to gravity set via 2nd y-site from pt at 0630. Pitocin drip was increased by 3cc's every 15 mins as ordered. Pt's labor was progressing along expected course. At 0920, the pitocin had been titrated to 45cc/hr, and the pt was complaining of pain. Nurse rec'd order for an unspecified dose of stadol. When nurse attempted to administer 1/3 of dose via first y-site from pt, the nurse noted a "hesitancy" and stated "it didn't feel right" while trying to inject. Nurse then looked up at primary gravity line and noticed drip chamber/blood filter was full. Nurse turned IV bag upside down to empty drip chamber, but when returned to upright position, noted infusion dripping very slowly. Nurse opened roller clamp, then squeezed bulb on blood set. Infusion was then noted to drip fast, so nurse slowed IV rate down. From 0926 to 0938, pt experienced continuous contractions. The pt's uterus was palpated and noted to be "hard". Nurse finished giving med. After 3 mins of contractions, the pump was turned off, the tubing cassette was removed from pump, and the flow regulator of IV tubing was pushed to the "off" position. At 0933, the fetal heart rate (fhr) was reported to be between 60-70 beats per minute (bpm). Pt already had o2 on, was then turned to left side, and a bolus of lr 500cc was hung via other side of blood set. The nurse left the room and returned, at which time nurse noted that the drip had stopped. The pt had hand (where IV site was located) up by their head and when pt put hand down, the infusion started running again. Nurse stated IV catheter was 16g insyte, and nurse hadn't seen any blood in the IV tubing, so hadn't thought it to be occluded. At the time of the fluid bolus, pt was 5cm dilated. The pt's uterus began to relax at 0938. Pt's md was called and orders were received for terbutaline 0.25 mg sq, given at 0939. Uterus fully relaxed at 0941, with no further contraction noted until 0946. After lr bolus, nurse thought pitocin drip may have possibly gone up gravity line into bag when the line was positionally occluded and changed entire gravity line out. At 0130, the fhr was in the 140's (bpm) with no decellerations noted, the pt was fine and 6cm dilated. Pt delivered vaginally at 1716 and baby was fine. Abbott reps have visited the facility to discuss event and have offered add'l product line suggestions.